Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 168 mg/dl and the sensor glucose was 75 mg/dl. The customer¿s blood glucose reading was 108 mg/dl and the sensor glucose reading at the time of the incident was 43 mg/dl. The sensor glucose value that triggered the suspension of the event was unknown and the suspension on low limit in sensor settings was 75 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.